Manufacturer narrative:
Product analysis #(B)(4): analysis confirmed the customer comment that the stylus and cursor were not aligned. The connection between the overlay and the xy board was reseated and the stylus calibrated. The damaged handle covers were also replaced. Reconfigured the hard drive and reloaded and updated the software. The programmer passed its final functional and system tests. Concomitant medical product: product ID: 2067, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's pen (stylus) calibration was "way off" even after several recalibrations and reboots. The programmer was returned for service. No patient complications have been reported as a result of this event.